Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty solder joint on a transformer on the pace/defib engine assembly. We cannot determine whether ot not the device being dropped contributed to the fault. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
While attempting to treat a patient (age & gender unknown) the device displayed "defib fault 76" message after the device was dropped. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.